Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, battery out limit and a blank display from the insulin pump. The customer's blood glucose level was over 400 mg/dl. The customer stated that he received a battery out limit and then a failed battery test. The customer stated that he could not get the pump to work resulting in high blood glucose readings. The customer also stated that there was a blank display from the insulin pump. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.